Event description:
Pt has difficulty breathing, red rash, increased wob after PICC line insertion. Md called. Oxygen given to pt. Benadryl given to pt. Pt recovered within 20 minutes. Dates of use: 2009. Diagnosis or reason for use: oncology pt.